Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient had a 40cc intra-aortic balloon (iab) inserted (B)(6) 2017 at approx 0530 for stemi. At 1825 iab alarmed "blood in the line". The ballon had ruptured. Heparin ceased and iab removed. There was no harm or injury to the patient.